Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a black screen in an arctic sun device. Per review of wo on (B)(6) 2025, there was no patient involvement. Per sample evaluation results received via task on 28aug2025, it was reported that the flow rate was too low in functional verification (1,4 l, 65 percentage).

Event description:
It was reported that there was a black screen in an arctic sun device. Per review of wo on 29jul2025, there was no patient involvement. Per sample evaluation results received via task on 28aug2025, it was reported that the flow rate was too low in functional verification (1,4 l, 65 percentage).

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Flow rate too low in functional verification (1,4 l, 65 percent). Defective circulation pump. Replaced circulation pump. Functional verification tests, ctu calibrations, electrical safety test performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h, all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Flow rate too low in functional verification (1,4 l, 65 %). Defective circulation pump. Replaced circulation pump. Functional verification tests, ctu calibrations, electrical safety test performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complete initial reporter's facility name is (B)(6) hospital. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a black screen in an arctic sun device. Per review of wo on 29jul2025, there was no patient involvement. Per sample evaluation results received via task on 28aug2025, it was reported that the flow rate was too low in functional verification (1,4 l, 65 percentage).